Event description:
It was reported that the right atrial lead had increase capture thresholds and poor sensing and the right ventricular lead was oversensing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - a distal segment portion of the lead was returned and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed). All insulators had metal induced oxidation. The outer insulation showed cosmetic environmental stress cracking. There was also an outer insulation breached cut. Visual examination concluded apparent explant damage. (B)(4) - a distal segment portion of the lead was returned and analyzed and no anomalies were found. All conductors were stretched and blood/body fluid (not obstructed) was present. Outer insulation was torn and had white substance. Visual examination concluded apparent explant damage.